Manufacturer narrative:
A customer from japan alleged result discrepancies for samples from 4 patients when tested with cap/ctm hbv test, v2.0 and cobas hbv test for use with the cobas 6800/8800 system. The four patient samples were returned for sequencing analysis. Sequences were identified with multiple primer mismatches to the cobas ampliprep cobas taqman oligonucleotides when compared to the oligonucleotides used within the cobas hbv for use on the cobas 6800 8800 assay. All four samples have mutations resulting in cobas ampliprep/cobas taqman primer mismatches, which due to the number and position of the mismatches may have an effect on the accurate quantitation of the assay for each sample. The procedural limitations section of the cobas ampliprep/cobas taqman instructions for use indicates: though rare, mutations within the highly conserved region of the viral genome covered by the cobas ampliprep/cobas taqman hbv test, v2.0 primers and/or probe may result in the under-quantitation of or failure to detect the virus. Additionally, during the investigation of the complaint kit lot, no issues were identified during qc kit release and there were no related non-conformances. (B)(4).

Manufacturer narrative:
The investigation into the issue is on-going. The outcome of this investigation will be communicated via a follow-up report. The material number for the cobas hbv test, ce-ivd is 07000979190. Note that the customer did not provide any batch information for this kit. The UDI for the cobas hbv test, ce-ivd is 00875197004885. The material number for the cap/ctm hbv test, v2.0 us-ivd is 05027012190. The UDI for the cap/ctm hbv test, v2.0 us-ivd is (B)(4). The material number for the cobas hbv test, us-ivd is 07000979190. The UDI for the cobas hbv test, us-ivd is (B)(4).

Event description:
A customer from (B)(6) alleged result discrepancies for samples from 4 patients when tested with cap/ctm hbv test, v2.0 and cobas hbv test for use with the cobas 6800/8800 system. These patients were participating in a vaccine trial. No harm or injury was alleged in the complaint case.